Manufacturer narrative:
Reported for malfunction, but malfunction is not reportable (according to map guidance): review of this event and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative was unable to reproduce the reported issue. It was confirmed that the site was opening the gantry door before the 3d transfer is complete. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A site representative reported that while outside of procedure, site was unable to automatically send imaging system images to navigation system, but were able to send the images manually. There was no patient present at the time of the issue.